Event description:
Following a laparoscopic anti-reflux procedure, a patient requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to patient request occurred on (B)(6) 2018. The patient was experiencing "no symptoms" prior to device removal. Device was found in the correct position/geometry. It was noted that there was a "heavy capsule as expected".